Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 300 (device in failsafe) during setup prior use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, vyaire medical initiated a warranty replacement for the inspiration valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device has been returned for evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was then installed into a known good top level system running software version 6.1.0.2, and upon startup there were no alarms or warning messages. Zero pressure calibration, unit base level test, and circuit "e" test were performed and passed with no functional issues found. Ventilation was run for 1 hour with no functional issues found. Inspiration valve offset calibration was performed and passed. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was confirmed in the bellavista logs, but not duplicated in the fa lab.no performance issues were found.